Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 1 february 2017. The representative reported that the uninterruptible power supply (ups) batteries passed testing, however they passed just above the minimum requirement. The representative then replaced the batteries as a precaution. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Manufacturer narrative:
A replacement uninterruptible power supply (ups) has been provided, but a medtronic representative has not received the part and completed the repair. Thus, the malfunctioning part has not been returned to the manufacturer for evaluation. No findings possible.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) powers down less than 2 minutes after unplugging it from outlet power. There was no patient present when this issue was identified.